Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The filter remains implanted. Therefore, a sample evaluation could not be performed. The investigation is currently underway. User facility voluntary medwatch report (B)(4) is related to this event.

Event description:
It was reported via user facility voluntary medwatch that a "mva pt with traumatic brain injury was taken to the operating room for insertion of inferior vena cava (ivc) filter insertion. During a kidney/ureters/bladder (kub) x-ray, it was noted that there was a marked changed in appearance in location of the ivc filter. On the prior examinations, it was oriented along the same long axis as the spine and had its cone/retrieval hook at the mid pedicle level of l1. It was now displaced inferiorly with the cone at the level of l2 and was severely tilted to the right. Attempt was made to remove the filter without success. Decision was made to continue with non operative management and surveillance."